Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the pt felt an overstimulation sensation, as well as a shocking or jolting sensation in the perineum. Additional info has been requested but was not available as of the date of this report.